Manufacturer narrative:
The reported programming anomaly was confirmed in the laboratory. The atrial lead was configured as plugged, restricting the available pacing modes. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that upon interrogation prior to implanting the device it was noted that the device could not be programmed to any other mode other than vvi or vvt. The area to program to alternate modes was greyed out on the programmer. Another device with the same model number was able to be interrogated successfully.

Manufacturer narrative:
(B)(4).